Event description:
A malfunction was reported due to the display of malf 24 on the pump, which could not be reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response, customer technical support arranged for a pump replacement and instructed the customer to use multiple daily injections as a backup therapy. The client was guided on how to put the faulty pump into storage mode before returning it and was informed about the steps to follow with the new device. The necessary shipping arrangements were made, and the customer was advised to return the defective pump within ten days.